Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As per report received from france, edwards received notification of a pascal precision ace procedure in mitral position by right femoral vein. On postoperative day 5 (pod5) there was a single leaflet device attachment (slda) . Patient had an indentation, a3 prolapse and eccentric jet with severe regurgitation. During the procedure, a lot of verifications were conducted to ensure proper leaflet insertion. Everything was fine according to the echocardiographer. However, the pascal device was very mobile after release. The regurgitation was reduced to trace but then it increased to moderate when the slda occurred. A reintervention will be done to stabilize the detached pascal device. As per medical opinion the root cause could be that the pascal device was implanted very close to the indentation.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Available information suggests patient anatomy likely contributed to the event since the patient had an indentation, a3 prolapse and eccentric jet with severe regurgitation. Since no edwards defect was identified, corrective or preventative actions are not required.